Manufacturer narrative:
On (B)(6) 2013, (B)(4) distributed a field safety notice recalling main boards with part number 301641 that were installed in some medrad veris mr vital signs monitors. These main board are being recalled due to the potential for unexpected shutdown of the system while in use.

Event description:
Subsequent to receipt of the field safety notice, the site reported the following: the veris system had stopped multiple times during a patient exam. The power was restored each time when the "on" button was depressed and the exam was able to be completed. The customer confirmed that there was no injury or adverse event.